Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked battery tube threads, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, missing reservoir tube o ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that surface plastic got crack and one of cracks is going towards the battery compartment. Customer's current blood glucose was not given. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.